Event description:
It was reported the patient has a non-union and a broken screw. Plate was implanted with a 5.0 variable angle cannulated locking screw. The non-union is the distal femur due to massive amounts of bone lost related to injury. This report is for an unknown 5.0 variable angle cannulated locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown 5.0 variable angle cannulated locking screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.